Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an unknown procedure, a biosure ha screw broke inside of the patient. It is unknown whether the screw was removed from the patient. The surgeon used another screw to finish the procedure. It is unknown if there was any delay as consequence of the breakage. No patient injuries disclosed.

Manufacturer narrative:
One 9x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage as it was returned in five pieces. Approximately 13mm of the distal threads have broken off. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. It is difficult to perform an accurate evaluation of a failure without having the pertinent clinical details to consider. As such the complaint is being closed without a conclusion.